Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that, on an unknown date, the patient had a type ia endoleak. Approximately four months post index procedure the physician elected to perform a coil embolization and to implant three aptus endoanchors; which resolved the endoleak. It was noted that the physician stated that the cause of the endoleak was due to anatomy or disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: review of two still angio post op images captured revealed that the patient has two valiant stent grafts implanted. The patient has a bovine aortic arch. The proximal valiant stent graft was implanted with top of the fabric just distal to the bovine truck, covering the left subclavian artery, and was extended with another valiant stent graft into the descending aorta. The overlap between the stent grafts measured approximately 7 cm, per the calibrated catheter. The aortic arch diameter before the bovine trunk measured approximately 45 mm. The bovine trunk artery diameter measured approximately 20 mm. The proximal stent graft od just next to the bovine trunk measured 48 mm. The stent graft od at about 30 mm from the bovine trunk measured approximately 45 mm. The aortic arch angulated approximately 90 degrees. Contrast injection with the injector placed in the aortic arch showed contrast outside of the stent graft. The contrast was seen along the inner curvature of the arch, from a possible proximal type I endoleak. Two aptus endoanchors were seen implanted into the proximal portion of the first stent graft. One endoanchor was implanted at the top of the fabric, and another one at approximately 1 cm from the first one. Coil was seen implanted into the aneurysm sac, on the inner curvature of the arch. Contrast injection after the implant of the aptus endoanchors and coils showed that the proximal type I endoleak appear to have resolved. The bovine arteries and the aortic arch were patent. No compression or kinks of the stent grafts were observed. No other obvious issues were observed. The pre-implant films were not provided and the anatomy at implant was unknown. The films during implant of the valiant stent grafts and additional follow-up films were not provided. The exact cause of the possible type I endoleak could not be conclusively determined from the images provided; however, it is possible that the patient anatomy, disease progression may have contributed. Implanting stent graft in an angulated aortic arch may also have contributed.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.